Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "a lot of swelling," ¿edema, heat, redness, and pain¿ and "a fear for a necrosis" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling addresses the reported event(s) as follows: "undesirable effects the patient must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching or pain on pressure or both, occurring after the injection. These reactions may last for a week. ¿ cases of necroses in the glabellar regions, abscesses, granuloma, and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account."

Event description:
Healthcare professional reported injecting a patient in the "right side inferior lip"/lower lip with 0.3ml of juvéderm ultra plus¿ xc because the patient stated "they have a scar caused by herpes." Soon after injection, patient started to swell in the lower lip and presented with "a lot of swelling on the injection area" and experienced ¿edema, heat, redness, and pain¿ (also in the injection area). Treatment of acyclovir and "nimesulide" were provided the day after injection. Patient was also treated with a loratadine ointment later on. Patient¿s condition ¿worsened a lot since the day of the appearance of symptoms,¿ leading the healthcare professional to ¿fear for a necrosis in the region.¿ symptoms are ongoing.

Manufacturer narrative:
The events of "fever" and "product came out hard" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: "undesirable effects the patient must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include, but are not limited to: induration or nodules at the injection site. Method of use - posology juvéderm ultra plus¿ xc is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility homogeneity and performance of the product and it can therefore no longer be assured. Warnings do not re-use. Sterility of this device can not be guaranteed if the device is re-used. Do not re-sterilise."

Event description:
Additional information received from the injector noted the patient ¿has a very sensitive lip¿ because after a prior accident, they partially lost a piece of the right lower lip; therefore, the filler injection was carried out on that spot. It was also confirmed that this was a re-use of the syringe; 3 weeks prior to this injection, the syringe was applied to the nasolabial folds and the left-over product was used in the lip. Injector prescribed acyclovir and an anti-inflammatory to the patient without improvement. The lip became swollen and patient had a fever. Injector recommended the patient see a dermatologist, who prescribed an antibiotic and ¿pinched out the injection site resulting in the exit of the product.¿ it was reported, ¿the product came out hard, after the pinch out process.¿ symptoms resolved 1 week after injection.